Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) level was 450 mg/dl with moderate ketones. Customer drank water and used an insulin pen to address bg level and to resolve ketones. Reportedly, the customer had manual injections and lantus as alternate insulin therapy.